Event description:
Related manufacturer reference number: 2017865-2022-06206, 2017865-2022-06208. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with signs of infection. Upon examination, it was noted that there was pocket infection. The physician explanted the pacemaker, the right atrial lead and the right ventricular lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was infection. Visual examination found no malfunctions. Full analysis not needed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.